Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03jan2020.

Event description:
The customer reported that the battery led (light emitting diode) did not illuminate and when the battery was replaced with one from another unit, the battery led illuminated steadily. There was no patient involvement.

Manufacturer narrative:
G4: 06jan2020. B4: (B)(6) 2020. The customer confirmed the battery issue. The customer reported that the battery was replaced. The unit was tested and found to be operational. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.